Manufacturer narrative:
A review of events within the axonics complaint handling system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a nonconforming events & prevention (00170822) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with axonics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
See section h, number 11, for correction updates.

Event description:
The patient experienced ins migration and vibration.